Event description:
A customer observed non-reproducible, higher than expected vitros lac quality control results using two vitros 5600 systems. The following results were obtained: qc fluid biorad 2 = 4.83 (5600 # 1), 4.76 (5600 # 2) mmol/l; vitros pv ii = 5.32 (5600 # 1), 5.60 (5600 # 2) mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were processed during the time frame of the event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros lac quality control results were obtained following a vitros lac calibration event using vitros chemistry products calibrator kit processed on two vitros 5600 integrated systems. The investigation determined that the event is attributed to an atypical calibration on both instruments most likely due to the calibrator in use. A user error related to calibrator reconstitution protocol or a calibrator related issue cannot be ruled out. There was no evidence that an instrument or reagent issue contributed to the event. Alternant vials, of the same lot of calibrator, were reconstituted and acceptable performance was obtained on both vitros 5600 instruments.